Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, it was noted that there was low pacing impedance on the right ventricular (rv) lead. The rv lead was replaced to resolve the event. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of ¿the lead presented a low impedance measure during the implant¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.